Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that after iol insertion a large central linerar mark was observed in the optic necessitating explantation of the iol. The rayone emv rao200e was explanted and exchanged during the original surgery session.the healthcare facility reports that the patient is likely to experience corneal oedema as a result of the need to explant the lens. "Lens replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner preloaded iol injection system use risk analysis identiifes the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Additionally, forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge are identiifed as possible causes of damage to lens within the hydrophilic acrylic lens use risk analysis. Our review of production records for the rayone emv rao200e batch 073220949 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 073220949. The device associated with this event has been retained and product evaluation is pending.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that after iol insertion, a large central linear mark was observed in the lens optic requiring exchange of iol.